Event description:
It was reported that a patient underwent a breast augmentation on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Microscopic evaluation of the suture ends and needle revealed that the suture material had detached due to damage to the suture and needle at the attachment by needle holders. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.